Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI percutaneous lead kit, 74cm. Model #: sc-4319, lot #: 20928941. Description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had battery site infection at the right lower back. Symptoms were fever and open wound at the ipg site. The physician did not believe it was device related but procedure related. It was also reported that the infection happened before the explant procedure. The patient was placed on antibiotics and underwent an explant procedure.